Event description:
It was reported the patient received inappropriate shocks. The lead impedance was high, at greater than 1000 ohms, and there was oversensing. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor was fractured; full lead was returned for analysis. It was reported the patient received inappropriate shocks. The lead impedance was high, at greater than 1000 ohms, and there was oversensing. The lead was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high4 oversensing shock, inappropriate.